Event description:
Reporter initially noted sudden appearance of whitish cloud, metal particles in anterior chamber during uneventful sculpting of nucleus. Additional info received during follow-up noted most of particles and cloud were aspirated out. Pt reported as stable one day post-op.